Event description:
It was reported that one of the plate's locking mechanisms were misaligned. Two screws were implanted above the locking mechanism and remain in the patient. No patient complications were reported.